Event description:
During a (B)(4) study (generator software upgrade) - laparoscopic revision of a gastric bypass. It was reported by the r&d engineer, during the case, the "reactivate" error code briefly appeared on the generator. Two error messages occurred while the device was lying unused on a table. One message appeared in use when the surgeon was activating near a previous staple line with clips. Two additional error messages were observed, one during use and another while in the surgeon's hand, not yet activated. The or staff did not notice this error code and it had no impact on the surgical procedure. There were no patient consequences. The surgery was successfully completed with this device.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent the hand piece was received in good physical condition. It was connected to a generator, evaluated with a test instrument and the hand activation feature of the device was found to be intermittent, however, when it was activated with a footswitch no activation issues were noted. Additionally, evidence of refurbished activities and component replacement was noted (cable). The internal hand activation wire was different from the standard wire used at the current OEM manufacturing process. In addition, other non-OEM components were identified (isolator, glue inside the end-cap). It is probable that the internal 3rd party modifications impacted the functionality of the instrument. We are unable to evaluate the instrument due to these modifications.